Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot#: va18b7m, implanted: (B)(6) 2017, product type: lead. Product ID: 3389-28, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that there was an unusual hardware malfunction and low impedances were measured during a stage two implant procedure. The patient had the leads implanted on (B)(6) 2017 and the extension and implantable neurostimulator (ins) implanted 3 days later. During the stage two procedure, the upper two electrodes on the right lead had very low monopolar impedances of less than 500 ohms and extremely low bipolar impedances of 94 ohms, which suggested a short circuit. All other impedances were normal. Further troubleshooting included switching ins channels and cables. The hcp confirmed the defect was in the lead. The two electrodes with low impedances were unlikely to be used to program therapy since the hcp tended to use the lower electrodes in pallidal deep brain stimulation (dbs). The lead was not removed and remained in service. No surgical interventions were taken or planned. The issue was not resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# va18b7m, implanted: (B)(6) 2017, product type: lead. Product ID 3389-28, lot# va18mxk, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the cause of the lead defect/malfunction was not determined. No device issues were seen during the revision and the impedance issue was found when an impedance check was done at the end of the procedure. No additional diagnostics or troubleshooting was done and no further actions had been taken or planned. Therapy was able to be programmed using the electrodes with normal impedance. The patient was receiving effective therapy at the time of this report.